Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-02044. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After an unspecified guide wire was crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed outside patient's body and the physician then replaced it with another 1.5mm x 20mm x 142cm coyote es balloon catheter. However, on first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a 2mm unspecified balloon catheter. No patient complications were reported and the patient's status was good.